Event description:
It was reported that, after a tka surgery had been performed, the patient had a dislocation. A revision surgery was performed to treat the event. In the operating room it was noticed that the post of the legion ps high flex xlpe insert was broken. A new insert was placed. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. A probable root cause could not be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.